Manufacturer narrative:
B6: images were provided for analysis. Please see the result of the investigation at the section b6. H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. With images provided, gore was unable to evaluate for thrombus or calcium on angiogram imaging. Additionally, based on the imaging evaluation, the stent pattern and density of the distal contralateral limb gives the appearance of being bunched or partially constrained, however, it cannot be confirmed with one imaging projection. Final angiogram appears to show fully deployed devices and patency of all device limbs and flow is visualized distal to the implanted devices. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to improper component placement; incomplete component deployment. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques. Key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.

Manufacturer narrative:
The case information and imaging evaluation were reviewed by the clinical application specialist ¿ aortic, reg and ps. Their conclusion is that this case is not a reportable malfunction. The physician implanted the device faster than wanted, but that's due to an off-label technique. Gore IFU says confirm final device position and orientation and deploy the device using a steady and continuous manner. In this situation the physician was slow deploying and wanted to push up on it to shorten the device. Due to the case analysis, the plc271000 was deployed below the flow divider which would put it past the ostium of flow to the internal iliac. It was suggested to report this case as a serious injury due to the unintended coverage and not report as a malfunction. Please note that it was confirmed with the site by the angiogram and by the imaging evaluation the patency of all devices limbs and blood flow to the target vessels. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to improper component placement and occlusion of device or native vessel. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques. Key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the physician should confirm final device position and orientation and deploy the device using a steady and continuous manner. H.6. Investigation conclusions. Added code d15. Changed code d1101 to d1102.

Event description:
On (B)(6) 2023, the patient underwent endovascular procedure to treat an abdominal and iliac arteries aneurysms using a gore® excluder® iliac branch endoprosthesis, a gore® excluder® aaa endoprosthesis, a viabahn® vbx balloon expandable endoprosthesis and a gore® dryseal flex sheath for access. It was reported that the patient had a calcified anatomy. A gore® excluder® iliac branch endoprosthesis (ceb) was implanted in the left common iliac artery without problem. Due to the internal iliac calcification, a viabahn® vbx balloon expandable endoprosthesis (vbx 11mm x 59mm) was used for the internal iliac artery. There was some calcification of the distal left common iliac artery (cia) and the left proximal external iliac artery eia); so a decision was made to reinforce the external limb of the ceb with an omnilink bms 10mm x 39mm. It was reported, there was a trouble passing the 16 fr sheath through the ceb into the proximal ibe in the area of the omnilink bms. However, the sheath was able to be advanced. Once the evar trunk-ipsilateral leg was deployed, a decision was made to use the plc271000 as a bridging stent. There was a need to concertina this graft 1-2cm to allow the device to take the outer curve. As this device was being deployed, it unzipped very quickly for the last 2-3cm, and it appeared that the device was constrained proximal to the external iliac limb of the ceb. The issue with this was that the distal ro marker on the plc271000 was at the level of the flow divider and should not have been constrained in the manner observed. The physician thought that the omnilink bms may have migrated proximally when advancing the sheath and that the distal end of the plc271000 may have been deployed into the bms. An angiogram was completed and flow to the left iia was still observed. Some extra ballooning was completed and there appeared to be a seal of the aneurysm and flow to the target vessels (internal iliac and external iliac). The angiogram showed exclusion of the aaa and iliac aneurysm with flow to the target vessels. No other issues were observable or reported.

Manufacturer narrative:
Code c19. A review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. Images were requested. Further information will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.